Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient¿s pacemaker exhibited premature battery depletion. There were no patient consequences. No additional information was reported.

Event description:
New information received noted that the patient's pacemaker was explanted and replaced. The patient condition was stable throughout the procedure.

Event description:
It was reported that the patient¿s pacemaker exhibited premature battery depletion. There were no patient consequences. No additional information was reported.

Manufacturer narrative:
Further information was requested but not received.